Manufacturer narrative:
H6.: a follow up report will be filed once the quality investigation is complete. H3. Other text : device not returned.

Event description:
It was reported that during a procedure, three burs broke while cutting, a piece of the broken burr had to be recovered from the patient's gum, resulting in a thirty minute delay. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, three burs broke while cutting, a piece of the broken burr had to be recovered from the patient's gum, resulting in a thirty minute delay. The procedure was completed successfully; no adverse consequences or medical intervention were reported. This report is for the first bur that broke.